Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The needle was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was returned not deployed. Once the formed needle was deployed, damage was observed to the bottom housing cannula window. An improper insertion of the chassis sub assembly into the bottom housing resulted in the cannula sub assembly deploying into the eseal and housing. This can be determined as the cause of the reported needle did not deploy.